Event description:
It was reported that the patient experienced inadequate stimulation due to right spinal cord stimulation (scs) lead has migrated. It was also noted that the patient had difficulty charging the implantable pulse generator (ipg). The patient will undergo revision procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7085406. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7085500. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4).